Event description:
It was reported that the ilet displayed an invalid pairing code message when the user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor, after the sensor had already been started in the dexcom app; the agent confirmed the sensor type was set to dexcom g7 on the ilet and had the user confirm and re-enter the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified consistent with an improper or incorrect procedure or method, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.